Event description:
Consumer microwaved a hot/cold compress and states the compress swelled and burst as consumer was removing the item from the oven. Experiences 1st degree burns on hands and fingers and received prescription ointment from md.